Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient's child reported the patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On 08/05/2024, it was reported the patient went into a "diabetic coma" due to inaccurate cgm values. Around 3:30pm, while the patient was watching tv, she lost consciousness. Prior to this, the patient was extremely diaphoretic. It was reported that the patient¿s bg level was "low", but no specific cgm or bg meter readings were reported. Despite no cgm/bg meter comparison values being reported, a cgm inaccuracy was alleged by the reporter. The patient was taken to the emergency room (ER) and regained consciousness after about a half hour. The patient was unsure of the medication name given for treatment. The patient was discharged home after approximately 4 hours in the ER. The patient was in good condition at the time of the report. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It has been reported that there was a difference in readings of 80-100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.